Event description:
The account alleged a pt got their leg caught between the mattress and head siderail while attempting to exit the bed with the siderails in the up position. The pt attempted to pull their leg away from the siderail, which allegedly resulted in a tear of the leg down into the muscle. The bed was checked and it was found to be functioning properly. The serial number of the unit was not recorded, although the facility indicated the event occurred on an 850-hospital bed.